Event description:
It was reported that the surgeon inserted a cc4204bf one piece collamer lens and the lens tore during insertion. The lens was removed and replaced without any pt injury.

Manufacturer narrative:
Eval: results: visual inspection of the returned product showed that part of the optic and a piece of the haptic had been torn off. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.